Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in non-st segment elevation myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, therapeutic pump flows were difficult to achieve and although the left ventricle was extremely dilated, flows could not be achieved above 0.5. The medical team ruled out a left ventricle thrombus, removed and reinserted the impella cp as it was thought to be possibly entrapped in papillary muscle, the patient received fluids, and impella and extracorporeal membrane oxygenation (ECMO) flows were adjusted. The team was able to adjust the ECMO flows down and increase flows for the impella and the left ventricle was successfully emptied and the right ventricle was able to balloon up as expected. The patient received more fluids and blood products to support the higher impella flows. The patient remained on impella support, but it is unknown when the pump was explanted or the patient outcome.

Manufacturer narrative:
D6b: date of explant is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.